Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 6262512 02-010-04-0235 - logic cr femoral por, left, sz 3.5 6455568 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 6547748 200-02-35 - three peg patella 35mm.

Event description:
As reported, approximately 2.5 years post op initial left tka, this 78 y/o female patient was revised due poly wear. Everything was revised. Patient was last known to be in stable condition following event. Unable to obtain x-rays. Product not returning: disposed.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided.